Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fall earlier in the year, after which they were not able to feel stimulation. In turn, surgical intervention was undertaken on (B)(6) 2019 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient had a fall recently and was not receiving effective therapy. In turn, patient underwent a fusion surgery on (B)(6) 2019 to confirm the leads are still functioning properly. Issue has been resolved.